Event description:
It was reported that during a change out surgery, this right ventricular (rv) lead was attempted. The electrode end was reportedly damaged, at some point during the procedure. The lead was removed, and another was successfully placed. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.